Manufacturer narrative:
A sample device was returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the coating of the inside of the cartridge was adhered to the iol when using which was found after implantation. It was removed from the eye by irrigation and aspiration. There was no problem. The surgery was completed without product replacement on the same day.additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. The used company cartridge was not returned. Three opened, loose company cartridges were returned. The returned, loose cartridges were numbered 1-3 for evaluation purposes. All three cartridges were microscopically examined. No apparent viscoelastic was observed. No cartridge damage was observed. No particulate was observed inside the cartridges. None of the three loose cartridges had evidence of placement into an company handpiece. The three company cartridge were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A non-company lens was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. The three loose company cartridges were evaluated. No damage or foreign material was observed. Dye stain testing was conducted with the loose samples with acceptable results. A non-company lens was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. Information was provided that this did not occur when the surgeon used company lenses. Per the IFU(instructions for use): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).